Event description:
The customer reported the monitor turned black and failed to display an image. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. No malfunction has occurred. The data between the workstation and the worklist server needs to be examined by the facility.